Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.219" from the base. The broken piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found broken when sweeping the cervical lymph nodes. The procedure was completed using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the harmonic ace fragment was retrieved by the assistant using a clamp. All fragments were confirmed to be retrieved by the assistant and nurse. There was no additional surgical procedure and no post-surgical tests performed. The instrument was inspected prior to use with no damage observed. The instrument was used for 1 hour prior to the break and was being used for dissecting at the time. There was no issue with instrument functionality prior to the break and no instrument collision. The instrument was not removed during the procedure prior to the break. Upon final removal of the instrument, there was no resistance through the cannula, no damage to the cannula, and no additional damage to the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the provided image by a regulatory post market surveillance analyst is consistent with the fractured blade that was reported.